Manufacturer narrative:
Age at time of event: 18 years older. Device is combination product. A promus premier ous mr 32 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid-stent region lifted and pulled proximally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20sep2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 30mmx4.5mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilatation with 4mm balloon catheters, a 32 x 4.00mm promus premier drug-eluting stent was advanced but failed to cross. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.